Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call reservoir leaks past both o-rings. Customer advised the leak occurred while trying to fill the reservoir from the insulin vial. Troubleshooting for the reservoir leak was performed. Customer advised they had three reservoirs that leaked completely from the bottom and when they removed the plunger the insulin came out from the bottom. Customer was advised to discontinue use of the reservoir and revert to a backup plan. Customer advises that they discarded the three reservoirs. Customer was advised that replacement reservoirs will be sent out and in the future they should never discard the old reservoirs and instead send them back for analysis.